Event description:
The event involved a 7" smallbore ext set w/1.2 micron filter, clamp, rotating luer. It was reported that ICU medical lipid filter found cracked and lipids leaking from crack in filter. Unsure how long this was happening. Linen didn't seem wet, but lipids only infusing at 0.68ml/hr. Medication stopped, and complication corrected before restarting. The event occurred at york hospital nicu. There was no reported patient involvement or harm.

Manufacturer narrative:
E1 - initial reporter phone is unknown.the device has been received for evaluation; however, investigation is not yet complete.